Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesion location and characteristics were not reported. A non-bsc 6fr guide catheter was advanced to the lesion site. When attempting to load the taxus liberte 3.00x12mm stent into the guide catheter the stent catheter shaft snapped in two while still outside the patient. There were no reported issues during unpacking or preparation of the device. Additionally no excessive force was used when advancing the device into the guide catheter. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two sections for analysis as a result of a break that occurred in the hypotube. The break was measured at approximately 54.2cm distal from the strain relief. The break was kinked at the point of separation. A kink was also identified on the inner and outer section of the catheter approximately 12.6cm from the catheter tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesion location and characteristics were not reported. A non-bsc 6fr guide catheter was advanced to the lesion site. When attempting to load the taxus liberte 3.00x12mm stent into the guide catheter, the stent catheter shaft snapped in two while still outside the patient. There were no reported issues during unpacking or preparation of the device. Additionally, no excessive force was used when advancing the device into the guide catheter. The procedure was completed with another of the same device, and no patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).